Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (model za9003, +20.5 diopter) had a kinked haptic. Reportedly there was patient contact and lens was taken out from patient's eye and new lens was placed. There was no patient injury. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/11/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was observed. The lens was observed with a cut from the lens edge across the middle of the optic section. Both lens haptics were observed detached. The detached haptics were not returned. The condition observed is consistent with a lens that has been handled and cut as part of the ¿iol removal¿ process. There is no evidence to suggest that the complaint sample was affected by the manufacturing process. The reported issue of damage could not be verified; however, haptics detached were confirmed. No product deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed no additional investigation requests were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.